Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, calibrations entered fit sg trends well. The user was advised to continue using the system and to reach out if discrepancies were observed again. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.